Event description:
It was reported that the hose broke at the needle insertion. Follow up with the hospital indicated that the tip of the tubing broke off inside of the blood sampling area during use. Reportedly, the product malfunction did not occur with a pt. The device was being used for instructional purposes when the malfunction occurred. No further details were provided.

Manufacturer narrative:
The device was not returned for eval.